Event description:
Crd_1066 - envision ide study, patient site ID: (B)(6), (B)(4). It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The length of the membranous septum was 3.2mm. Pre-balloon aortic valvuloplasty (bav) was performed with a 24mm non-abbott balloon. During the procedure it was noted there was resistance when insertion the delivery system into the patient, and it was observed that the device could not advance. Numerous attempts were made to advance the delivery system but were unsuccessful. The valve and delivery system were removed from the patient. The delivery system was inspected and it was observed that the valve capsule was peeled back and possibly torn creating a sharp ridge. A 16f delivery sheath was used to dilate the femoral access. A new large flexnav delivery system was used with a new 29mm navitor vision valve. Upon crossing the native valve with the second delivery system, the patient went into complete heart block. Temporary pacing was required. The valve was re-sheathed once. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). The heart block persisted and the temporary pacemaker was left in. The patient had prolonged hospitalization for monitoring. On (B)(6) 2025 a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The length of the membranous septum was 3.2mm. Pre-balloon aortic valvuloplasty (bav) was performed with a 24mm non-abbott balloon. During the procedure it was noted there was resistance when insertion the delivery system into the patient, and it was observed that the device could not advance. Numerous attempts were made to advance the delivery system but were unsuccessful. The valve and delivery system were removed from the patient. The delivery system was inspected and it was observed that the valve capsule was peeled back and possibly torn creating a sharp ridge. A 16f delivery sheath was used to dilate the femoral access. A new large flexnav delivery system was used with a new 29mm navitor vision valve. Upon crossing the native valve with the second delivery system, the patient went into complete heart block. Temporary pacing was required. The valve was re-sheathed once. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). The heart block persisted and the temporary pacemaker was left in. The patient had prolonged hospitalization for monitoring. On (B)(6) 2025 a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
An event of advancement difficulty through patient anatomy and a torn valve capsule was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the torn valve capsule is consistent with damage incurred during the advancement difficulty. However, the root cause of the advancement difficulty could not be conclusively determined. There is no indication of a product quality issue related to labeling, design, or manufacturing.